Manufacturer narrative:
This report is being submitted as follow up no. 1 to update and to provide the completed investigation results. One 6fr glidesheath was received for product evaluation. Visual inspection revealed, and no anomalies were noted on the sheath. The three-way stop cock lever was returned separated from the valve body. Functional testing was performed, and the lever was reassembled, and then tried to flush through each port and it worked as intended. No fluid leaks were observed while flushing. There is no evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the physician placed the 6fr radial glidesheath in the radial artery without any issue. Once he turned the stop cock to initiate flow to the side port, blood began gushing out of the side port. The physician pulled the sheath and replaced it with another 6fr glidesheath without any further issues. The patient was reported to be in stable condition. The procedure was successful without any further incidence. There were no other devices or equipment used with the reported product. Blood loss was less than 250cc's. Additional information was received on january 7, 2019. The procedure was a left heart catheterization. Additional information was received on january 10, 2019. The device was leaking from the side port.